Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturers' representative. It was reported that the ins was sent back for analysis, as they were not able to resolve impedances at intra-op.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that during an ins replacement surgery, impedances were found to be out of range on electrodes 0, 6, and 7 when the lead was in the 0-7 port. The lead was switched to the 8-15 port, and electrodes 8, 14, and 15 were out of range. The same lead was then placed in an external neurostimulator (ens) to test impedances, and no impedances were out of range at that time. The doctor decided to switch out the ins that had the impedances. Impedances were checked on the replacement ins, and impedances were found on three of the contacts. It was reported the impedance issue was resolved. The ins that was replaced due to impedances was sent back to the manufacturer on (B)(6) 2018 for analysis. No symptoms were reported. It was noted the rep was unable to test impedances prior to the surgery because the ins present in pre-op was in overdischarge. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of pli# 10 product ID# 97715 found no anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturers' representative. It was reported that the ins was sent back for analysis, as they were not able to resolve impedances at intra-op. It was clarified the od occurred with previous device.